Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the parent reported that the patient¿s cgm displayed a glucose reading of 120 mg/dl, which the parent believed was accurate at that time. On (B)(6) 2026, the patient began vomiting and reported feeling dehydrated. The parent performed an fsbg test, which displayed ¿high,¿ while the cgm continued to show glucose readings around 120¿125 mg/dl. In response to the elevated fsbg reading, the parent administered insulin to the patient using insulin pens. The parent then transported the patient to the emergency department (ed), arriving at approximately 4:00 pm. Upon evaluation at the ed, an fsbg test showed a glucose reading of 750 mg/dl, while the cgm reading remained approximately 125 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and was admitted to inpatient hospitalization. The patient was treated with IV insulin and IV fluids. At the time of the report, the patient remained hospitalized. On (B)(6) 2026, follow up contact with the patient's parent was made and the parent verified that no additional treatments, medications, or testing occurred, and the patient was discharged on the evening of (B)(6) 2026 after his glucose levels had stabilized. He has since regained his appetite but was still recovering and had pain. The patient has a follow-up scheduled physician visit on (B)(6) 2026. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.